Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during robotic-assisted radical prostatectomy, the user loaded first clip into the jaws of applier and inserted the applier into the patient's abdominal through trocar. After insertion, the user confirmed again that the clip was properly loaded into the jaws then he/she ligated deferent duct with the clip but at that time he/she noticed that the tip part of the clip was broken and the broken part hopped out of the jaws. The user tried to ligate the deferent duct using second clip, in the same manner as first clip ligation; but the same issue recurred. The third clip was successfully loaded into the applier and the user was able to ligate the deferent duct. However, the broken parts of first and second clips were fell inside the patient and some were already removed but others are still remained in the patient.

Manufacturer narrative:
Qn# (B)(4). Report 3003898360-2018-00197 after an additional medical review a determination was made to re-classify the complaint as a serious injury. Other remarks: n/a.

Event description:
It was reported that during robotic-assisted radical prostatectomy, the user loaded first clip into the jaws of applier and inserted the applier into the patient's abdominal through trocar. After insertion, the user confirmed again that the clip was properly loaded into the jaws then he/she ligated deferent duct with the clip but at that time he/she noticed that the tip part of the clip was broken and the broken part hopped out of the jaws. The user tried to ligate the deferent duct using second clip, in the same manner as first clip ligation; but the same issue recurred. The third clip was successfully loaded into the applier and the user was able to ligate the deferent duct. However, the broken parts of first and second clips were fell inside the patient and some were already removed but others are still remained in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/boxx lot# 73f1700683 was manufactured on 07/03/2017 a total of 15,974 pieces. Lot was released on 07/12/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge was returned with its lid stock and three loose clips. The returned sample was visually examined with and without magnification. Visual examination of the returned cartridge revealed that two of the loose clips were broken at the hook. One of the broken hooks was returned in the cartridge. No clips were remaining in the cartridge. The third loose clip was returned closed. It was reopened and it was found that there was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance 70017208 has been previously opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue. The reported complaint of "clips broken" was confirmed based upon the sample received. One cartridge was returned with three loose clips. No clips were remaining in the cartridge. Two of the loose clips were broken at the hook. The third loose clip was returned closed. It was reopened and it was found that there was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that during robotic-assisted radical prostatectomy, the user loaded first clip into the jaws of applier and inserted the applier into the patient's abdominal through trocar. After insertion, the user confirmed again that the clip was properly loaded into the jaws then he/she ligated deferent duct with the clip but at that time he/she noticed that the tip part of the clip was broken and the broken part hopped out of the jaws. The user tried to ligate the deferent duct using second clip, in the same manner as first clip ligation; but the same issue recurred. The third clip was successfully loaded into the applier and the user was able to ligate the deferent duct. However, the broken parts of first and second clips were fell inside the patient and some were already removed but others are still remained in the patient.